Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced persistent high glucose and identified insulin leakage from the bottom of the cartridge while using inset infusion sites; the user later replaced all supplies and observed a slightly bent cannula and also administered an insulin injection, after which glucose levels decreased. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage consistent with a seal issue associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.